Event description:
A review of the article reported the following adverse event. Visceral injuries occurred in two ral patients (4.5%: one superficial bladder wound and one bowel wound) and three open abdominal (oa) patients had a conversion to laparotomy because of significant blood loss. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.

Manufacturer narrative:
A system log review could not be performed as the article did not provide any specific information regarding the procedure date or da vinci system or instrument identifiers. There was no report of, or indication of, any da vinci product issues. Citation (apa): robotic versus open hysterectomy for very large uterus (more than 1000 g): a bicentric retrospective study of 150 patients 10.1002/ijgo.70310 do-2025-robotic versus open hysterectomy for v.pdf. Https://doi.org/10.1002/ijgo.70310.